Manufacturer narrative:
The device was not returned, however the lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
A physician attempted to place an xceed stent system between the superficial femoral artery and popliteal artery at the bend of the knee. It was reported obstruction left superficial femoral artery - antegrad femoral access, recanalization of the artery through angiography guidewire and pecutaneous transluminal angioplasty (pta) with a 2mm balloon on the tibial-peroniero segment and interossea; pta with 4mm balloon on the femoral -popliteal segment. Angiographic control showed a good result and warm limb. It was reported that after five days the pt had a cold foot. Angiography was performed and showed a closed vessel and no flow. It was reported that the stent was "twisted/coiled in 3 points and duplex showed a stent fracture in one point." The pt was transferred for femoral popliteal by-pass surgery. It was reported that there were no complications. The stent was not removed. The stent was not inspected during the surgery. Predilatation was performed. The pt's hosp stay was two days.